Event description:
Mr (B)(6) is an (B)(6) male with a history of tachybrady syndrome with both mobitz 1 and mobitz 2 av block post dual chamber pacemaker implanted. Presented to the ed with right arm pain and sob, for several weeks since pacemaker placement on (B)(6) 2018. Bilateral pitting edema noted on exam. On exam vital signs stable. Patient¿s nontoxic and in no acute distress. Is awake alert and oriented x3. Heart is irregular regular and normal rate. Lungs are clear to auscultation. Pacemaker was interrogated and found to have an atrial lead that is displaced.